Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty pairing a dexcom g7 sensor to the pump while receiving glucose readings in the app, after which troubleshooting enabled successful pairing and glucose values began displaying on the pump. Symptoms included hyperglycemia with a glucose value of 215 mg/dl that was trending downward. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included remote technical troubleshooting and confirmation of successful device-pairing and data display on the pump. Investigation of this case revealed a transient pairing issue resolved through troubleshooting, with no confirmed device malfunction after resolution. It was concluded, based on previously established findings for similar reports, that the cause was unclear.